Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. For unknown reasons, the aiming arm attachment is defective. The guide wire aiming device offset block can no longer be inserted into the guide. There was no patient consequence. Upon manufacturer inspection, it was found that the surfaces of the components that come into contact during assembly were bent. This report is for a 130 deg aiming arm static+dynamic.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. H3, h6: part: 03.037.113; lot: 267p717; manufacturing site: hägendorf; release to warehouse date: 02-august-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Upon inspection, it was found that the surfaces of the components that come into contact during assembly were bent. This condition prevents the possibility of conducting a functional test. However, the observed deformation could reasonably be the cause of the reported functionality issues. Based on these findings, we confirm that the event is related to this defect. A dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the 130 deg aiming arm static+dynamic would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed current and manufactured revisions were reviewed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.